Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2020. H3 evaluation: sample received for analysis. Welding around the ports was inspected and it was found in good condition. It was reviewed for any melting material on the exit port that could affect its diameter or ease to perform connection but exit port and entrance port were in good condition. The failure mode of exit tube was verified on sample received, tube was compared with other samples and had the correct length, in addition during the manufacturing process tube is cut using a fixed fixture to provide the appropriate dimension. The exit port of samples provided for evaluation was also visually verified, it could be observed the cut of the tube was even (straight) and the plug fit correctly into the tube. Therefore, is considered these machine factors do not contribute to the reported complaint defect. Incoming inspection records for the tube used in the exit port side, part number lot number used in the lot of the reported complaint was reviewed and no issue were recorded, all characteristics evaluated pass the acceptance criteria. Therefore, is considered these material factor does not contribute to the reported complaint defect. In accordance to instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in body cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered this man factor could contribute to the reported complaint defect. Defect reported by customer was not verified on sample received. In addition, during manufacturing process each unit is activated to confirm proper function and inspected to confirm it complies with current manufacturing instructions. Based on the present analysis, and condition of sample received it is determined that the reported complaint is not confirmed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/13/2020 additional information: d4

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2020.

Manufacturer narrative:
(B)(4). Attempts to obtain the following information and the following was received. Attempts have also been made to obtain the device. To date the device has not been returned. If further details are received at a later date a supplemental medwatch will be sent. Was the connection issue noticed before activating the reservoir? No further information is available. Did the reservoir function properly upon first activation? No further information is available. On what day post operative did the reservoir stop functioning? No further information is available. Was another reservoir used to fulfill need of drainage? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent a knee joint surgery on (B)(6) 2020 and a reservoir was used. Post operatively, on the ward, the connection part at the upper left of the reservoir was loose and negative pressure could not be applied. Further details are not provided. There were no adverse consequences to the patient.